Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer reported that her blood glucose reading was over 500 mg/dl. The customer stated that she has been inserting her infusion sets by hand and feels that her insertion technique is incorrect. The customer did not try to change her infusion set prior to being admitted to the hospital. The customer also stated that she is suffering from the stomach flu and a sore throat. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.